Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the procedure, upon connection there was a "single use catheter only" error message displayed on ensite x. Resetting the tactisys and reconnecting the cables could not resolve the issue. A new catheter was used for the remainder of the procedure with no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.